Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap is protruded. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: blank display due to broken trace. Unable to perform the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display anomaly. Pump had broken off end cap, cracked battery tube threads, reservoir tube lip and minor scratched display window. Drive support disk was inspected and no anomaly was noted.